Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and lower back pain. The microscopy examination revealed a completely occlusive cuff with good opening to pressure on the pump. The aus was explanted and replaced. No further patient complications reported.